Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 24 mm watchman flx pro laa closure device and delivery system (wds) were selected for use. The transeptal puncture (tsp) procedure was performed with a versacross connect access solutions kit containing a pigtail rf wire. The physician had difficulty advancing the sheath across the septum during the tsp, even though it appeared to be in an ideal location. After advancing the wire and attempting to cross with the sheath, the sheath went smoothly and no effusion was noted. The wds was inserted, deployed and released, without difficulty, on one attempt. Upon viewing the device post release, an effusion was noted. Fluid was accumulating after the was sheath was removed. A pericardiocentesis was performed and the patient vitals were stabilized. The patient was kept in the hospital overnight. There were no further complications. It was further reported that 300 cc of fluid was removed and 300 cc of red blood was returned to the patient via manual aspiration and autotransfusion. The patient was discharged on a short course of colchicine.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The transeptal puncture (tsp) procedure was performed with a versacross connect access solutions kit containing a pigtail rf wire. The physician had difficulty advancing the sheath across the septum during the tsp, even though it appeared to be in an ideal location. After advancing the wire and attempting to cross with the sheath, the sheath went smoothly and no effusion was noted. The wds was inserted, deployed and released, without difficulty, on one attempt. Upon viewing the device post release, an effusion was noted. Fluid was accumulating after the was sheath was removed. A pericardiocentesis was performed and the patient vitals were stabilized. The patient was kept in the hospital overnight. There were no further complications. It was further reported that 300cc of fluid was removed and 300cc of red blood was returned to the patient via manual aspiration and autotransfusion. The patient was discharged on a short course of colchicine. It was further reported that the patient had a history of transseptal, receiving two during previous ablation procedures on 27jul2021 and 30sep2025. Additionally, activated clotting time (act) was therapeutic during the procedure.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields: describe event or problem (b5), in section b - adverse event or product problem, model number, lot number, catalog number, expiration date, unique identifier (UDI) # (d4), in section d - suspect medical device, MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country (g1), in section g - all manufacturers, and evaluation method code (h6), in section h - device manufacturers only.